Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices, referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with a proglide device was attempted in a femoral vein via 6fr sheath using the preclose technique prior to leadless pacemaker procedure. Reportedly, the first proglide was successfully placed. The sutures of the second proglide device were deployed; however, when the lever was pushed down to the body of the device, the foot would not retract. Multiple attempts were made to close the foot, but was unsuccessful. A small nick was done and the proglide device could be removed. When the nick was made, the sutures of the first proglide device were cut and removed. A third proglide device was placed and the foot failed to retract completely and was difficult to remove; however, the sutures remained in the vessel. A fourth proglide device was successfully pre-placed. The sheath was up-sized to 27fr and the pacemaker procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.